Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dizzy spells and was seen in clinic on (B)(6) 2016. Upon interrogation, the right ventricular lead exhibited a loss of capture and noise which caused inhibition. The patient had underlying complete heart block and a heart rate of 40 beats per minute. The patient was admitted to the hospital and the lead was successfully explanted and replaced.